Event description:
It was reported the patient's blood glucose level (bg) rose to 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours. Upon realization of high bgs, the patient saw that the needle never deployed the cannula into the skin. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.